Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was frozen, and the mouse and touchscreen were not working. No patient harm was reported. Investigation summary: the report of cns freezing was resolved when the customer performed a hard reset on the cns. As no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The cns freezing is commonly a symptom of failing internal components, commonly the hdds. The hdds are electronic components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns, viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Nk will continue to monitor and trend similar complaints. Due to the age of the device and lack of servicing history, the cns was likely failing due to hdd failure as a result of wear and tear.

Event description:
The customer reported that the central nurse's station (cns) was frozen, and the mouse and touchscreen were not working. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is frozen and that they cannot use their mouse or the touchscreen. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.